Event description:
It was reported that the patient underwent an explant procedure for an unknown reason.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.